Event description:
It was reported that when using the bd pyxis¿ es server, a temporary patient was duplicated across multiple stations. The same temporary patient was listed up to three times on four stations. All entries contained the patient fin number except for one instance. Customer requested assistance to remove the duplicate temporary patient records from all affected stations. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.